Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to run the displacement, rewind, basic occlusion, prime, excessive no delivery or occlusion tests due to the motor error alarms. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a stained end cap sticker.

Event description:
It was reported that customer received excessive motor error alarms. Insulin pump will be replaced. No further information provided.